Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection of the genesis ii spc reamthru cr tr size 8 left confirms the device has posterior cracks where the cam would be inserted. This device was manufactured in 2011. The device exhibits signs of significant use and wear. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, upon inspection of instruments before tka surgery, the genesis ii spc reamthru cr tr size 8 left has posterior cracks where the cam would be inserted. The procedure was completed without delay with an smith &nephew backup device. No harm to patient as the device was not used in surgery.